Event description:
Upon internal review on (B)(6) 2014, a significant correction was made to correct the preferred term (pt) for the event of abscess which was updated to "postoperative abscess". Also, the case was upgraded to serious as the event was an important medical event. This unsolicited device case from (B)(6) was received from a surgeon on (B)(6) 2014. This case involves a patient of unknown demographics who developed abscess after receiving treatment with seprafilm. No other relevant medical history, past drugs, allergic condition, concurrent condition and concomitant medication were reported. On an unspecified date, the patient underwent total gastrectomy during which seprafilm (dose, frequency, batch/lot number and expiration date not reported) was applied to the anterior surface of the patient's liver which was started being officially used in (B)(6) 2014. The reporting surgeon did not observe the patient during the surgery. On an unspecified date, the patient developed mild abscess (post-operative abscess). On (B)(6) 2014, the patient was recovering from the abscess. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.